Manufacturer narrative:
The excor driving tube, lot no. 00152640, was in use on the patient from 2025-08-12 until the driving tube was exchanged on 2026-02-09. The event occurred on 2026-02-09, which is (181 days) after the driving tube was placed on the patient. The patient was being supported with an excor active when the affected driving tube was placed. There were several driver exchanges between excor ikus and excor active during this time until the event occurred. The patient is being supported on active driver as of on (B)(6) 2026. We have reviewed the device history record (DHR) of the driving tube lot no. 00152640. This product was produced according to our specifications. There are no other complaints associated with either lot number. The affected driving tube was returned to berlin heart for investigation on 2026-02-19. During the initial visual inspection of the returned driving tube, the crack in the driving tube described was confirmed. The crack was located directly at the pump connection. The fracture surface is uneven and rough. A fracture pattern can be seen, starting from the point of maximum deflection. The fracture surface runs perpendicular to the component axis. The crack is located at the end of the driving tube. The overall appearance of the damage indicates high bending stress, which occurred directly at the pump connection. The course of a bending fracture is characterized by failure on the tension side, which continues towards the compression side. The damage was most likely caused by the patient's activity.

Event description:
On 2026-02-09, berlin heart clinical affairs was informed by the japanese distributor that the clinic noted a crack in the excor driving tube l20h-002x01 and the driving tube was exchanged without any complications. The excor blood pump maintained complete filling and ejection throughout. The patient had no harm and no change in clinical status.